Manufacturer narrative:
Concomitant medical products: ddbc3d1 ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the replacement procedure, the right atrial (ra) lead snapped around the middle of the lead. The bottom portion of the lead was snared from the groin, and was successfully removed. The top portion of the lead was attempted to be extracted, but the conductor cables slid through the insulation, leaving a portion of the insulation in the patient's body. The insulation subsequently migrated into and through the tricuspid valve, lodging partially in the valve and the pulmonary artery. The lodged portion of the insulation was successfully retrieved in a separate procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation was ruptured. If information is provided in the future, a supplemental report will be issued.